Manufacturer narrative:
Updated sections g3, g6, h2, h6 component code, device code(s), investigation findings, and investigation conclusions. A device history record (DHR) review is unable to be performed because no lot/serial number was provided. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: section b7.

Event description:
It was reported by edwards japan that a 25mm 7300tfxj mitral valve was explanted after an implant duration of nine (9) years, five (5) months due to moderate to severe mitral stenosis, calcification, and adhesion between the valve leaflet and the preserved native cusps. The patient presented with heart failure. The explanted valve was replaced with a 25mm 11400m valve. The patient outcome was reported as recovered. The device was returned for evaluation at the surgeon's request to know the condition of the device.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: customer report of stenosis, calcification, and "adhesion between the valve leaflet and the preserved native cusps" were confirmed. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the outflow aspect and 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 6mm at commissure 1, leaflets 1 and 2 by approximately 4mm at commissure 2, and leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Hematomas were observed on leaflets 2 and 3 at the outflow aspect and on leaflet 2 at the inflow aspect. Thrombotic-like material was observed on the outflow aspect of leaflet 2. Subvalvular apparatus was observed around the sewing ring. Host tissue overgrowth and thrombotic-like material restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Updated sections: g3, g6, h2, h3, h6 component code, device code(s), and type of investigation.